Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the pump would not pass stenosis at the innominate artery, turndown not visualized on initial angiogram; procedure aborted, and the patient will be monitored in the unit for possible impella cp support if needed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.